Manufacturer narrative:
(B)(6). (B)(4). The returned ultratome xl was analyzed, and a visual evaluation noted that the pouch of the ultratome xl was opened with a microknife device inside. Per media analysis, the photo showed an opened ultratome xl pouch with a microknife device inside the pouch. It was reported that an autotome rx was found inside an ultratome xl pouch. The returned device included an opened ultratome xl pouch with a microknife device inside. The shell and pigtail mandrels (components of these devices) were not returned. In accordance with the ultratome xl and microknife instructions for use, during preparation of the device, the unit needs to be removed from the protective shell, the user needs to hold the distal tip and pull the mandrel out of the sphincterotome, and then the user needs to inspect the device for any damages and proper cutting wire movement. Since the returned device was missing key components (shell and pigtail mandrel), which are part of the original packaging, it is evident that the unit returned underwent manipulation by the user prior to identifying that the incorrect device was in the pouch. Given the significant differences in appearance between the ultratomexl and the microknife products, such as color of the handle and the difference in the cutting wire (the cutting wire is exposed when the ultratome xl is bowed versus the cutting wire is extendable and retractable for the microknife), a microknife in a ultratome xl pouch should have been identified prior to opening the pouch or immediately during preparation of the device. Review of the device manufacturing records did not reveal any anomalies that would have caused or contributed to the reported event; all products were manufactured per specification. A complaint review confirmed that there have been no similar complaints reported from the same lot or any other lots of this device. A ship history review of products shipped to this health care facility found that this customer only bought ultratome xl and microknife models in the last 24 months, and the most recent shipment prior to the reported event included both ultratome xl and microknife units, so units of both products were available at the healthcare facility when the mix up was discovered. Investigation found it possible that the customer may have inadvertently opened these products and had a product mix up at the healthcare facility. Investigation found it unlikely that a mircoknife product was packaged and shipped in the ultratome xl product pouch. Based on the information available, the most probable cause of the reported event could not be established. Bsc's investigation findings did not lead to a clear conclusion about the cause of the reported event. A labeling review was performed, which confirmed that the device's instructions for use provide instructions to not use the device if package is opened or damaged, or if the labeling is incomplete or illegible. A review of the manufacturing documentation for this device was performed. There were no anomalies or deviations that occurred during manufacturing; all products were manufactured per specification. Additionally, a complaint review confirmed that there have been no similar complaints reported from the same lot or any other lots of this device.

Event description:
It was reported to boston scientific corporation that an ultratome xl was intended to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. The nurse prepared and unpacked the ultratome xl as it is. After unpacking, the nurse inserted the device into the endoscope; however, she noticed that the device being used was an autotome rx, and not an ultratome xl as what was indicated from the label. It was reported that the nurse was able to recall opening the packaging; however, she could no longer remember if the pigtail mandrel and shell were present upon unpacking the pouch. The device was removed from the scope and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows an opened ultratome xl pouch with a device inside. This event has been deemed a reportable event based on the investigation results: the returned unit was a microknife device inside an opened ultratome xl pouch.